Event description:
Used kotex tampons regular number nn800513c which was purchased at (B)(6) store located in (B)(6) on (B)(6) 2019. The tampon was correctly installed at 9:45 am, around 11:30 I started experiencing sharp pains in my uterus area and stomach cramps. When trying to remove the tampon I could not. It had unraveled inside and my insides felt as though they were being torn out. I quickly washed my hands with soap and cupped warm water in my hands to lubricate the inside of my vagina hoping to not only loosen the pain but to get it out. It took about 15 minutes but I was successful to getting out about 50% of the cotton. Being only on my cycle for two days I was hoping by now it would work its way out. It is 2:50pm and it has not occurred yet. I called my doctor and have an appointment at 8:30 am to get the rest removed. Date the person first started taking or using the product: (B)(6) 2019, date the person stopped taking or using the product: (B)(6) 2019, why was the person using the product? Was supposed to help me during my period.